Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance of the superior vena cava defibrillation coil was beyond the expected upper range. Analysis of the device memory indicated the impedance of the right ventricular defibrillation coil was beyond the expected upper range. Analysis of the device memory indicated the impedance trend of the right ventricular defibrillation coil was variable. Concomitant products: ddbc3d1 ICD implanted (B)(6) 2014; 4092-58, lead implanted (B)(6) 2009. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead had previously alerted for an out of range superior vena cava (svc) defibrillation impedance. The svc coil had been programmed off. The rv defibrillation impedance alert was now triggered for high impedance and it was noted the impedance was fluctuating. Review of performance data found that the pacing impedance was also variable. Follow-up was attempted with the physician; however, no additional information could be obtained. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported the patient has been non-complaint and so adjustments have not been made to the lead. The lead was suspected of a fracture.